Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient could not inflate the system due do malfunction. It was reported that the patient will follow-up with the physician on 06-jan-2020 for post-op.